Manufacturer narrative:
Results: faulty foot left load cell caused scale to malfunction.

Event description:
It was reported by service report that the scale display was giving an error code. No pt involvement or adverse consequences were reported.